Event description:
It was reported that patient underwent right total knee arthroplasty (B)(6) 2009 utilizing signature knee guides. As a result, a lateral screw was used to complete the procedure.

Manufacturer narrative:
A retrospective review of file was performed on (B)(6) 2010. During review, determination was made that details provided meet reporting requirements of a device malfunction. Supplier reviewed internal documentation and confirmed that surgeon approved plan that was used to manufacture the guides. This report filed september 8, 2010.